Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 60% stenosed, 30mmx2.50mm, concentric, de novo, target lesion was located in mildly tortuous and mildly calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was selected for use. However, it was noted that the shaft broke at the femoral marker while advancing the device into the lesion. The device was completely removed from the patient and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 60% stenosed, 30mmx2.50mm, concentric, de novo, target lesion was located in mildly tortuous and mildly calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was selected for use. However, it was noted that the shaft broke at the femoral marker while advancing the device into the lesion. The device was completely removed from the patient and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
A2: age at time of event: above 18 years and older. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 41.1cm distal of the strain relief. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.